Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically compressed. There was a connector pin observation. Blood was observed on the sleevehead of the lead. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual analysis found dried blood obstructed the sleevehead and caused the helix to become damaged/distorted/compressed inside the sleevehead. This may have occurred when the physician tried to extend the helix with the blood obstructing the sleevehead. It also found the sealing ring in the is1 pin was damaged and this may have caused the lead to not completely connect to the device. The inability to extend the helix and the damaged sealing ring may have contributed to the electrical complaints due to lack of connection between the device, lead, and the heart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a right atrial (ra) lead during a procedure. The physician was having difficulty placing the lead and the lead was unable to sense, had high thresholds, and was not capturing. The physician felt that the lead was defective. The lead was not used and a different lead was used instead. No patient complications have been reported as a result of this event.